Event description:
Liquid oxygen tank covered with ice (oxygen flow meter was set to deliver 7 liters), and flow meter also covered in ice. Also the resident's room was filled with white mist. Resident had oxygen mask on. Skin on face where mask was pale, very cold and hard. Resident sent to emergency room. The resident sustained thermal injury to lips (frost bite) with subsequent plastic surgery to lips. Incident occurred at 10:50 am. Note: this oxygen tank had been functioning since 8-18-98. This tank had been checked at 0900 am. A nursing assistant turned and positioned resident at 9:40 am.